Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and asr cup loosening at bone to implant interface. It was also reported that the summit stem was well fixed. Primary surgery approximately 10 years ago.

Manufacturer narrative:
Patient was revised to address pain and asr cup loosening at bone to implant interface. It was also reported that the summit stem was well fixed. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.